Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that right ventricular lead was capped on (B)(6) 2019 due to oversensing. Patient was downgraded to pacemaker.

Event description:
New information received notes that the lead was oversensing noise. The issue was discovered during regular follow-up in clinic. Patient was stable throughout the event.